Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shutdown during a case. There was no adverse impact to the patient reported. The device was evaluated at the philips repair bench and the failure was verified. The device failed to recognize the battery. Replacement of the battery pca resolved the failure. The device passed all testing and was shipped back to the customer site.

Event description:
The customer reported that the device unexpectedly shutdown during a case. There was no adverse impact to the patient reported.